Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt trunk failed incoming functionality testing. The cable connecting ECG c and d and the cable connecting the rear therapy electrodes to the distribution node were severed and missing. The root cause for the missing cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
During investigation into an unrelated issue, a reportable device malfunction was found. Electrode belt sn (B)(4) failed incoming functionality testing.